Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported that during an intraocular lens (iol) implant surgery, lens did not folded tightly when trying to inject it. The lens got stuck in the dispenser half way at the end. Additional information received and stated that, procedure was completed with the another product. There was no patient harm.